Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 16fr sheath hole prior to transcatheter aortic valve implantation (tavi) procedure. Reportedly, after proglide suture deployment, the footplate lever went down successfully without resistance, but the foot did not retract correctly. After various attempts to close the foot, the proglide was ultimately removed with force with the foot open. After the device was removed, the shaft was noted to be separated; however, attached by the actuator wire. Despite the difficulty removing the device, the reported proglide suture captured the artery and achieved hemostasis of the large hole. No additional information was provided.

Manufacturer narrative:
Nana.

Event description:
Subsequent to the previously filed medwatch reports, the following additional information was received. A second proglide device was used to achieve hemostasis. No additional information was provided.

Event description:
Returned device analysis identified the device was in the pre-deployed position.

Manufacturer narrative:
H6: 2017 clarifier -failure to follow steps/instructions. The device was returned for analysis. The reported guide break was confirmed. The foot retraction issue could not be tested/ confirmed due to the condition of the returned device. Difficult to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was removed with force. It should be noted that the electronic proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, if is unknown if the eifu deviation contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 impact code- 2199 removed.